Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file assessment: there were 7 plots for lytic/f bottles in test in instrument drawer 04-d which all showed noisy signal around the same time. Abrupt signal changes such as these can cause false positives and have been associated with physical, electrical, or environmental conditions/disruptions of the instrument.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 7 fp anaerobic."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1118125, medical device expiration date: 2022-02-28, device manufacture date: 2021-04-28. Medical device lot #: 1139340, medical device expiration date: 2022-02-28, device manufacture date: 2021-05-19. Medical device lot #: 1188999, medical device expiration date: 2022-04-30, device manufacture date: 2021-07-07/ a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 7 fp anaerobic."